Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch meter. The contour read 298 mg/dl, while the one touch read 127 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement strips were sent to the customer.